Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) received two inappropriate shocks. Additionally, there were stored untreated over-sensed episodes. Boston scientific technical services (ts) was contacted and confirmed that the inappropriate therapy and stored episodes were the result of reduced r-wave amplitude measurements which caused intrinsic over-sensing. Ts recommended assessing the patient in-clinic with varying postural changes to evaluate other potential sensing vectors. It was stated that an appointment was scheduled, but the patient did not attend. The physician is attempting to admit the patient to hospital for a complete assessment, but it was confirmed that this wouldn't be possible due to the patient's mental condition. However, the patient was recently assessed in-clinic where troubleshooting confirmed low r-wave amplitude measurements and subsequent under-sensing, as well as over-sensed myopotential noise. The physician also observed that upon manipulations, apparent asystole was easily reproducible in the primary sensing vector. As neither the secondary nor alternate vectors were suitable, due to low amplitude measurements, and the primary sensing vector produced asystole upon manipulations, the physician decided to program therapy off to prevent further inappropriate therapy. Additionally, it was stated that the device recently entered normal end-of-life on january 24th. Ts recommended performing additional screening following a s-ICD replacement procedure, but the physician confirmed that this would likely not be possible due to the patient's mental condition. The physician and patient advocate elected to continue with monitoring, as the patient is currently in an assisted living facility. At this time, the s-ICD remains implanted, but therapy is programmed off. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) received two inappropriate shocks. Additionally, there were stored untreated over-sensed episodes. Boston scientific technical services (ts) was contacted and confirmed that the inappropriate therapy and stored episodes were the result of reduced r-wave amplitude measurements which caused intrinsic over-sensing. Ts recommended assessing the patient in-clinic with varying postural changes to evaluate other potential sensing vectors. It was stated that an appointment was scheduled, but the patient did not attend. The physician is attempting to admit the patient to hospital for a complete assessment, but it was confirmed that this wouldn't be possible due to the patient's mental condition. However, the patient was recently assessed in-clinic where troubleshooting confirmed low r-wave amplitude measurements and subsequent under-sensing, as well as over-sensed myopotential noise. The physician also observed that upon manipulations, apparent asystole was easily reproducible in the primary sensing vector. As neither the secondary nor alternate vectors were suitable, due to low amplitude measurements, and the primary sensing vector produced asystole upon manipulations, the physician decided to program therapy off to prevent further inappropriate therapy. Additionally, it was stated that the device recently entered normal end-of-life on january 24th. Ts recommended performing additional screening following a s-ICD replacement procedure, but the physician confirmed that this would likely not be possible due to the patient's mental condition. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) received two inappropriate shocks. Additionally, there were stored untreated over-sensed episodes. Boston scientific technical services (ts) was contacted and confirmed that the inappropriate therapy and stored episodes were the result of reduced r-wave amplitude measurements which caused intrinsic over-sensing. Ts recommended assessing the patient in-clinic with varying postural changes to evaluate other potential sensing vectors. It was stated that an appointment was scheduled, but the patient did not attend. The physician is attempting to admit the patient to hospital for a complete assessment, but this has not yet occurred. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.